Manufacturer narrative:
Reported to bolton medical by (B)(4) distributor/marketing authorization holder. Conclusion: in conclusion, the access vessel diameter was not the adequate for the device selected. Therefore, it is possible, that the larger than ideal french size used, might have led to the dissection of the vessel. The sizing info was known and available during the pre-case planning and the physician decided to proceed with those terms.

Event description:
Case report from (B)(6) reported as: "this relay stent graft was implanted in (B)(6) for treatment of aortic aneurysm. Before implanting, the bypass between left common carotid artery and left axillary artery was created. After measurement by angiography, 36/32-145 relay was implanted through the right access as planned. Although the accessing vascular was tiny (about 7mm), there were no calcification. No endoleak was confirmed and left subclavian artery was occluded with coil embolization. After that, the angiography of accessing vascular, for confirming purpose, showed dissection at beginning of right external iliac artery. Therefore, boston-epic 10mm-6cm stent graft was implanted. Disappearance of dissection was confirmed, and then, the procedure was done. Doctor's comment: regardless of smooth inserting, dissection has occurred."